Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery to remove this device. Cellulitis was noted over the reservoir, as well as edema and tissue stranding along the inguinal canal along the path of the tubing. Severe cuff erosion was also observed. No further patient complications were reported.

Manufacturer narrative:
The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Device analysis is currently in progress.

Event description:
It was reported that cellulitis was noted over the reservoir of this inflatable penile prosthesis, as well as edema and tissue stranding along the inguinal canal along the path of the tubing. The device was explanted. No further patient complications were reported.

Event description:
It was reported that cellulitis was noted over the reservoir of this inflatable penile prosthesis, as well as edema and tissue stranding along the inguinal canal along the path of the tubing. The device was explanted. No further patient complications were reported. It was later noted that all of the reported issues pertained to the concomitant artificial urinary sphincter. There were no allegations reported regarding this device. Records indicate that this device remains in service.

Manufacturer narrative:
After additional information, no malfunctions were found with this device, and there was no impact to the patient due to the device. This event does not longer meet reportability criteria.